Event description:
The complainant reported that a patient implanted with an impella rp had hemolysis concerns. The patient survived and the pump was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of hemolysis been completed. Biomaterial was observed on the top of the impeller. The data logs do not show any motor current spikes. The clinical details does not provide supporting information for hemolysis concerns. No date, time, indicators, and possible resolutions were provided. The pump was hemolysis tested and it passed with an mih of 16.13. The root cause of the hemolysis was not determined as no motor current spikes were observed in the data logs and insufficient information related to failure (date, time, resolution) was provided. B2 required intervention was erroneously selected on the initial manufacturer device report number 1220648-2025-28221. H6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2025-28221.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The data logs confirm a placement signal not reliable (psnr) alarm and show placement signal drifting down while pump flow was drifting up, starting six hours after implant. Placement signal and calculated flow drift before were both going out of range. Central venous pressure was also out of range while motor current remained stable. The identified pattern is characteristic of a dp sensor drift. The pump was flow loop tested, and sensor drifting was reproduced. The root cause of the placement signal issue was determined to be due to sensor drift as evidenced by data log pattern and reproduction on returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28221. B1 product problem. B7 other relevant history, including preexisting medical conditions. D10 concomitant medical products and therapy dates. G1 reporting contact email updated.

Event description:
Additionally, the complainant reported that there were placement signal not reliable alarms with absent pulmonary artery pressure and impella flow calculations. Support continued.